Manufacturer narrative:
The case description alleges that the hole of the soft cannula was smaller than usual. No damages or defects were observed to the external portion of the soft cannula. An internal tear was observed on the soft cannula, resulting in a fluid leak, corrosion, and data loss. The internal cannula tear is independent of the reported allegation. Cracks were observed on the top and bottom housing. The timing and cause of the observed housing cracks could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone14.7, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose to 320 mg/dl while wearing the pod, on their arm, between 4 and 24 hours. The patient received and alarm from the pod. When the pod was removed from the infusion site, it was noticed that the cannula was not as wide, compared to other pods. Additionally, minor bleeding was reported, at the infusion site. As treatment, a new pod was placed.